Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the coil was explanted upon removal of the pusher wire. A 10mm x 20cm interlock -35 was selected for use. During procedure, the coil was deployed fully and detached from the pusher wire after a final push was made to push the last bit of coil down. When the pusher wire was withdrawn, it was noted that the coil was also withdrawn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.